Event description:
It was reported that the patient had been hospitalized for an acute kidney injury (aki) and during that time the patient experienced hypoglycemia. The patient's blood glucose level dropped to 40 mg/dl while wearing the pod for longer than 48 hours. The patient suspected their kidney issues were the cause of their hypoglycemia, not the pod, as lab work done at the hospital revealed "concerns regarding kidneys." The patient reported that while waiting for procedure, they became more frequently hypoglycemic with the reduction in kidney function. The patient was given fruit juices to raise bgs. The pod was removed and was treated with manual insulin injections when needed. The patient was discharged after 8 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.